Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log identified invalid syringe size in history. During functional invalid syringe size was found during syringe test, also failed size reading on both quality control slugs. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Performed size calibration and all functional testing which passed.

Event description:
It was reported that the pump did not detect the syringe size. No patient injury was reported.